Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated co2 results generated on the alinity c processing module on multiple patients that were not reported out of the laboratory. Initial results were in the 40s and upon repeat were in the 20s. (Reference range: 22-30 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the syringe seal which resolved the issue. A review of the ac08140 service history revealed no additional discrepant results reported after the part was replaced. A review of historical data for the likely cause part revealed no trends, systemic issues, or related nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module.

Event description:
The customer reported falsely elevated co2 results generated on the alinity c processing module on multiple patients that were not reported out of the laboratory. Initial results were in the 40s and upon repeat were in the 20s. (Reference range: 22-30 mmol/l). No impact to patient management was reported.